Event description:
A physician reported a hakim valve (ID 823100) was implanted via vp shunt in 2005 with 120mmh2o. On an unknown date, the patient's hydrocephalus worsened. Due to suspicion of valve damage the valve was removed and replaced on (B)(6) 2022. The physician commented that the patient was hit on the head by someone.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The hakim valve (ID 823100) was returned for evaluation. Device history record (DHR) - was reviewed for completeness during the release process to inventory. At that time based on the fact that no discrepancies were noted for the products being accepted, they were released to stock. Failure analysis - the valve was visually inspected; no defects noted. The position of the cam when valve was received was 70mmh2o. The valve was hydrated. The valve passed the test for programming, occlusion, reflux, and pressure. The valve was leak tested and no leaks noted. No root cause could be determined as the technician could not confirm any problems with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism at the time of investigation no functional issues were noted with the valve. No corrective action is required given that no manufacturing, workmanship, material deficiency or adverse trend was identified.

Event description:
N/a.